Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that they replaced the peristaltic tubing and ran the dilution check, which failed because na was too high. The ccc instructed the customer to replace the integrated multi sensor technology (imt) probe and bleach the vent port and sample port. The customer ran a check on the imt probe and imt module, which were within acceptable ranges. The customer also performed dilution check, which was within an acceptable range. The cause of discordant falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher than the initial results. The samples were then repeated on the same instrument after troubleshooting, also resulting higher than the initial results. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.